Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was 322 mg/dl. The customer was treated with syringes. After the troubleshooting was done, customer was advised that the devised would be replaced and agreed to return he product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump didn't passed high pressure test and did not alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.